Event description:
According to the user facility, the tubing became bent after patient intubation. On (B)(6), the user facility reported that this issue caused difficulty ventilating the patient, the patient became cyanotic, and the patient required re-intubation as a result. No permanent adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.